Manufacturer narrative:
(B)(4). Device codes:(B)(4) - suture absorption. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the child underwent a double blinded post market surveillance study pediatric sternal closure procedure and the suture was used in conjunction with surgical needle. As reported, the suture had a bad quality absorption. No further information is available.